Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4)

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. The investigation determined that the root cause cannot be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).